Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 3.4 mm and a 2.5 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.6 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the blood vessels were normal and not damaged. It was reported that when the pipeline stent was deployed, the tip couldn't be opened. After multiple attempts to retrieve and deploy again, it still couldn't be opened. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found fully opened with no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the pipeline braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. The cause of the ¿failure/incomplete open¿ could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.